Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer changed the cartridge and infusion set 3 times. The customer's blood glucose (bg) level was 300-400 mg/dl. The customer had gone to bed without correcting for the bg level and in the morning the bg level was 48 mg/dl. A "diabetic" drink was consumed to address the low bg. The bg level was 179 mg/dl later in the day. Tandem technical support was unable to troubleshoot for the past occlusions as the supplies had been changed.